Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported the patient experienced syncope and dizziness. After the interrogation of the device, it was noticed that the pace/sense-part of the 6947 lead was not stimulating. The pace/sense part of the lead was isolated with a lead end cap and the hvb and svc-parts were connected to the device. The device is in use. No patient complications have been reported as a result of this event.